Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels 414 mg/dl and it was treated using manual injection. The customer¿s current blood glucose level was 347 mg/dl. The customer stated that they didn¿t received an alarm for insulin flow blocked. The customer also stated that there was blood loss and as a result there was infusion set block. Troubleshooting was competed and the insulin pump will not return for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.